Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, air was injected into the device but it leaked.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation and the reported event of a cut in the cuff was confirmed. An inflation/deflation test was performed and it was observed the cuff deflated immediately. A visual inspection was performed and it was observed the cuff had a small cut. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(MFR region). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, air was injected into the device but it leaked. It was indicated that there was no patient harm associated with this event.